Manufacturer narrative:
D4: corrected. D9: product received date 11/8/2024. H3: one device was returned for analysis with complaint of wireless module intermittent connection issues. A DHR review is not applicable in this case because item is a purchased finished good, manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Complaint that the device has wireless module intermittent connection issues could not be duplicated. Evaluation found the comm module connecting to the pump properly and was being detected without errors when paired with a known good operating pump. Testing did find the comm module failing to enable its wireless settings and connect to the wireless network. The most probable cause is a malfunctioning wireless radio board. Comm module is being sent to supplier for further analysis.

Manufacturer narrative:
D4 : possible lot # 12798149. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a wireless module intermittent connection issue. There was patient involvement, and no patient harm/adverse event reported.